Manufacturer narrative:
An r&d investigation was performed. The system logs were analyzed; 005 error after a 054 error indicates that the transducer connector pins are damaged due to excessive power drawn by foreign debris or moisture. Therefore, the transducer should be replaced. The field service engineer resolved the issue by replacing the transducer.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Event description:
The customer reported that the epiq cvx ultrasound system displayed an error code with the x8-2t transducer. There was no patient or user harm associated with this event. This is being reported out of an abundance of caution as it is not known if this occurred during a critical procedure. Additional information is being gathered regarding event details and root cause of the issue, which will be included in a follow up report.